Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board and internal battery need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board and internal battery. The power management board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a cracked ferrite (e2). The internal battery was evaluated by the manufacturer's quality assurance laboratory and the internal battery was found to operate to design specifications.